Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9680577-2026-00001 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using one (1) bd bbl¿ mueller hinton ii agar plate, the customer observed streaky staphylococci growth on the plate. It was noted that the "streaky" appearance had not been seen before. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using one (1) bd bbl¿ mueller hinton ii agar plate, the customer observed streaky staphylococci growth on the plate. It was noted that the "streaky" appearance had not been seen before. There was no health impact or consequence reported.